Manufacturer narrative:
A field service engineer went to the customer site to address the reported error message being generated by the aia-900 instrument. The fse was able to confirm error message "2076 clogging detected at specimen" on the error log and reproduced it by trying to run patient samples. The fse tried adjusting the liquid level detection but the pot on the eki board was out. The fse replaced the specimen z-axis assembly to resolve the issue. The fse then proceeded to adjustments, run calibration, and qc without any errors. The aia-900 instrument was performing within manufacturer's specifications. No further action was required. On 07-aug-2019 the customer reported e2 qc results running at the lower end of the required range. A field service engineer was dispatched to further investigate the reported event. The field service engineer (fse) was able to reproduce the reported "2076 clogging detected at specimen" and low e2 qc results by running qc. The fse proceeded to replace the sample nozzle assembly to resolve error message "2076 clogging detected at specimen". The fse then adjusted he incubator temperature to resolve the low e2 qc results. The fse ran qc, which passed within acceptable ranges. The aia-900 instrument was performing within manufacturer's specifications. The aia-900 instrument, serial number (B)(4), was installed at the account on 11-jul-2019. A complaint history review and service history review for similar complaints was performed from 11-jul-2018 through aware date 01-aug-2019. There were no other similar events reported during the search period. The aia-900 operator's manual under section 12 flags and error messages, states the following: clogging detected at specimen. Cause: the negative pressure generated by suction of a rack ID, rack, position, specimen ID] specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. Action: if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported event has not yet been determined; investigation is currently in-process.

Event description:
A customer reported getting error message "2076 clogging detected at specimen" while running quality controls (qc) on the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported resulting in delayed reporting of patient results for estradiol (e2). There is no indication of adverse health consequences or change in treatment due to this event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Corrected data: date range reported previously on submitted "initial report" was incorrect. The aia-900 instrument, serial number (B)(4)., was installed at the account on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. -updated g1-2 with current contact information. H.3. Device evaluation by manufacturer: the sample assembly was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported part failure was due to failed sample assembly. The most probable cause of the reported event was due to failure of the sample assembly.

Event description:
N/a.